Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen was completely black. The customer also reported that if they touched the monitor controls, they came up, but they were extremely dim. No harm or injury was reported. Their it dept will be helping them set up a temporary screen before further troubleshooting can be performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: serial number. Additional model information: multiple bsm's were used in conjunction with the cns, but are not the device that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) screen was completely black.

Manufacturer narrative:
Details of complaint: the customer reported that the display screen on the central nurse's station (cns) was completely black. The customer also reported that if they touched the monitor controls, they came up, but they were extremely dim. They set up a temporary screen before further troubleshooting can be performed. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported they replaced the display monitor to resolve the immediate monitoring issue. As the customer was not able to provide the serial number of the cns, the history of the device could not be reviewed. A review of the history of complaint tickets from the customer/facility found no other reports regarding blanking out of the display monitor. Based on the available information, a definitive root cause could not be identified. Possible causes of display monitor failures are electronic failure, physical damage, and wear and tear. The customer was able to resolve the issue by replacing the defective complaint monitor. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) screen was completely black.